Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise that lead to false ventricular tachycardia (vt) episodes on this patient's pacemaker. It was also noted that this lead has varying r-wave amplitude measurements and has a history of out of range pacing impedances. Previous reprogramming of the device to bipolar pacing and unipolar sensing had been done. Boston scientific technical services (ts) discussed potential programming options with the field representative. Information was provided that the preference was to wait until the patient's pacemaker reaches elective replacement indicator (eri) in approximately eighteen months, to address the lead issue with an invasive procedure. At this time, no further information has been made available, it appears the lead remains in service, and no adverse patient effects were reported.